Event description:
Employee was trying to close expandable tray on kci rental bed and had to jiggle lever for it to slide back in. While doing this and pushing tray, tray slammed shut on finger, fracturing it.